Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture from water two weeks prior to call. As a result, buttons were responding intermittently. Insulin pump would need to be replaced.